Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found a connection issue on the footswitch. There was also an exposure error #1 on the log and it was not possible to change atp board, so the old board was installed. The rep found something was moving in the handswitch and needed to be changed. The rep confirmed 3 3d spins and 2 3d navigation spins. The imaging system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that it was not possible to finish 3d on the imaging system. They tried to change atp (exposure error in log) due to an issue with the atp received. Also, the foot switch and hand switch needed to be changed. There was no patient present.

Manufacturer narrative:
The atp u24 from the atp board was returned to the manufacturer for analysis. The u24 was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.